Event description:
It was reported the patient experienced syncope. Episodes of asystole without pacing from the device were observed on the ambulatory electrocardiograms. The physician elected to remove and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).